Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
The client reporter gets in touch to say that the patient was using genotropin and has started using omnitrope. She claims that the pen is not injecting the medication, the dose button is not turning, the patient is applying 2.0mg, but as he forgot one day, she is going to apply the 2.6mg dose for five days, I ask her to take the pen so we can check the situation, she informs me that the patient is in the bath and that she is going to apply the dose to him now, she asks him to put ice on the application site, I ask her to squeeze it to the end and release it after zero in the dose window and count ten seconds, she informs me that the patient applied the dose, it worked, but the needle was broken in the vial's rubber, she claims she's going to remove it with nail pliers. I explain that I'm going to continue with the ampoule bonus, the patient is registered, she says she's a doctor and that she's going to send sar the receipt to receive a new ampoule. Material name:omnitrope somatropina 15mg lote #nr4022